Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported that their dentist told them theyhave an open bite on the back right side and the front bottom teeth are taking more pressure than they should be.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.